Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test, verify battery or led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer needed help pair the transmitter to the pump not receiving the message sensor was connected to run a transmitter test, the led did not blink on and off several times and did not flashing when unplug to the charger. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-7040a. Troubleshooting was performed for general documentation the customer called for an issue not covered by existing troubleshooting guides. Troubleshooting was performed for tester procedure for transmitter, informed customer that upon receiving replacement, they will need to delete the existing paired device and then pair new device. Troubleshooting was performed for transmitter charging, informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-7841zn was requested and the customer response was the device would be returned. No product return is required for mmt-7040a.